Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Visual inspection noted that the location board (lb) antenna disconnection events occurred during the setup phase of the procedure. It was also identified the following possible causes of improper connection or performance of lb cable or tail. Location board and lss issue. It was reported that there was a connectivity issue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was an out of magnetic volume. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a electromagnetic navigation bronchoscopy (enb), there was an issue with the location board signal cutting in and out of sensing volume. After getting technical services on the line, it was determined that there was most likely an issue with one of the cord connections. The staff then tried a second spare long location board cable to see if this would resolve the issue, it did not. They were able to successfully finish the case that they had already started. There was no patient injury.